Event description:
It was reported from (B)(6) that during a veterinary osteotomy surgical procedure, it was observed that a strange sound occurred from the small electric drive device ¿despite its first time usage.¿ according the report, the device did not ¿work well¿ on a bone that was approximately 10mm in diameter. As a result, there was a thirty minute delay in the surgical procedure. A spare device was available for use. There was no human involvement as the procedure was performed on a canine (poodle). There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.